Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited high pacing impedance. The lead was explanted and replaced. The patient was stable throughout.